Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 86mm x 2.25-2.5mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery. After pre-dilatation was performed with a 2.0 x 20 and 2.5 x 20 maverick2 balloon catheters, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with the implantation of 2.25 x 38, 2.5 x 32, and 2.5 x 16 synergy drug-eluting stents, followed by post-dilatation with a 2.5 x 20 nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.